Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
Sometime in september (exact date unknown), the patient obtained a morning fasting blood glucose result on her one touch basic meter of 27 mg/dl. It was reported that she was "sweaty, thirsty, dizzy and had a headache." She did not take her insulin or eat, but walked one block to the hospital where at 9/a, an ER meter (brand unknown) result was "400". The patient was admitted for "uncontrolled glucose" and treated with micronase, insuliin and glucophage. She was released one week later. Quality control tests designed to detect potentially inaccurate results are not performed. In addition, the meter is cleaned every day with alcohol, rather than the recommended water. The owner's booklet states that alcohol will damage the meter optics.